Event description:
A surgeon reported that during a glaucoma filtration device procedure, the shunt would not release the delivery system because it was tight. The procedure was completed with another shunt. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have ben two similar complaints reported in the lot number. Add'l info has been requested. (B)(4).